Manufacturer narrative:
Additional information to blocks a1: patient's initials, b5, d4: lot number, and e1: physician's name and healthcare facility. Block a1: (B)(6) block b3 date of event: date of event was approximated to february 22, 2013, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6) block h6: patient codes e2330, e1405 and e0206 capture the reportable events of pain (vaginal pain, thigh pain), dyspareunia (painful intercourse, inability to have intercourse), and unspecified mental, emotional or behavioral problem (psychiatric injury). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pfr kit pinnacle lite posterior was implanted during a posterior repair with pinnacle, sacrospinous fixation (ssf), cystoscopy, hydrodistention and urethral dilation procedure performed on (B)(6) 2013, for the treatment of prolapse. The patient experienced complications and nonsurgical treatment. As reported by the patient's attorney, the patient experienced vaginal pain, thigh pain, painful intercourse, inability to have intercourse, offensive vaginal discharge, difficulties with bowel motions, recurrent incontinence, aggravated incontinence, and psychiatric injury. Nonsurgical treatments: the patient was treated with physiotherapy treatment (including pelvic floor exercises or training) and pilates for the treatment of incontinence. Moreover, the treatment duration was 18 months.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle was implanted on (B)(6) 2013. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; thigh pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury nonsurgical treatments: the patient was treated with physiotherapy treatment (including pelvic floor exercises or training): pilates for the treatment of: treat inconsistence. Treatment duration: 18 months.